Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Surgeon was beginning to use 3/8inch im drill, and he began to drill. The tip of the drill bit broke off. An immediate replacement drill bit was given to surgeon.